Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-07268 for details regarding the first device. According to the complaint, the guidewire would not go through the transition point. The placement was successfully completed with a third endovive standard peg kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.